Event description:
It was reported that during a tuncia vaginalis testis procedure, the mesh separated from the needle at insertion. Another device was used to complete the procedure with no pt consequences.